Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No unexpected number ramping anomaly was noted on the display. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window, cracked display window and cracked battery tube threads.

Event description:
Customer reported a button error on her insulin pump. The numbers are scrolling when trying to program a bolus delivery. Customer's blood glucose is 367 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.